Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The caller reported that it's not working anymore on the current setting, they want to turn it up. The caller clarified that symptom return was happening 'all the time'. It was noted that the caller was not open to providing many responses and appeared very escalated throughout the call. Patient services reviewed how to connect the antenna and sync the patient programmer (pp). The caller was able to describe that stim was on at 8.5 but was unable to confirm if the patient had any programs or the program #¿s on the screen. Patient services reviewed the 8.5/upper limit, reviewed options of changing programs and redirected to the healthcare provider (hcp) if the caller has no programs to try. Patient services attempted to begin gathering more information but the caller disconnected. Additional information reported on (B)(6) 2019 received from patient's husband stated that one of the representative on (B)(6) 2019 check out the implant that was implanted in their wife buttock and diagnosed it was not working and it was faulty. No further complications were anticipated/reported.